Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump alarmed no delivery. The blood glucose reading at the time of the event was 400 mg/dl. Customer was had diarrhea and vomiting. Diagnosed diabetes ketoacidosis. Customer was released after two days. The last blood glucose reading was 174 mg/dl. Nothing further reported.